Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was stuck in the boot up screen. The customer is requesting that the device be returned for bench repair. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
The bench ordered a replacement processor pca., however, the device is on a global parts hold. Once the part it received, the device will be returned to the customer.